Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump required to be primed after turning the temporary basal settings off and returning to basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed several (cs162) loss of prime warnings due low non-zero force not associated with temporary basal program. Ez-prime steps were performed correctly and the pump was set to run on +50% of 1u/hr temp basal rates. The pump was able to maintain prime after deactivating and activating the temp basal rate several times. There were no "cs162" warnings or any other errors, alarms or warnings during the investigation. The product performed within specifications.